Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control advised the customer that the device was no longer under warranty and not field serviceable. Physio recommended that the device be permanently removed from service and replaced. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.